Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The product record review revealed no additional information related to the complaint.

Event description:
It was reported that the patient had an artificial urinary sphincter implanted around (B)(6) 2019. Following the implant surgery, the patient experienced signs of infection. The first finding was reddening and edema of the scrotum. Antibiotic administration and follow up observation was performed. The administration of antibiotics did not completely cure the symptoms, so this device had to be removed. When the perineum was incised and the indwelling site was confirmed, urethral erosion was also found all around the urethra. The urethra almost tore apart. And was sutured. A urethra catheter was placed and observation for a while. The explanted device had no issue. Following the surgery the patient was stable.